Event description:
It was reported that the physician was unable to implant the left ventricular (lv) lead due to the patient's anatomy. The lead was removed and returned. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed; no anomalies were found. Blood/body fluid present on all conductors.